Event description:
It was reported that the touch screen on the physician's handheld computer is not always responsive to the stylus or finger, no matter how hard you press. The physician is getting very frustrated with it and would like a replacement. A manufacturer representative performed troubleshooting and was not able to fix it. A replacement device was sent and old product was requested, but has not been returned to manufacturer to date.

Event description:
The product was returned to the manufacturer and underwent analysis. Upon analysis, no anomalies were found with either the handheld or software.